Event description:
Procedure type: laparoscopic right hemi-colectomy. According to the rptr: after mobilization of the right colon in the usual manner, the terminal ileum was transected using a gia stapler. The reload was used to create a side to side, functional end to end anastamosis. During the firing of the instrument, there did not appear to be the usual resistance. When the instrument was withdrawn, it was observed that the bowel had been cut and not stapled. There appeared to be a fair amount of contamination of the peritoneal cavity from liquid stool. This necessitated further mobilization of the transverse colon. It also meant mobilizing the splenic flexure. This was made necessary by lack of sufficient length of transverse colon to be available for the anastomosis. The subsequent anastomosis was accomplished without any technical difficulties and postoperatively the pt was given therapeutic doses of antibiotics. The pt's hosp stay was reportedly prolonged by at least four to five days. The pt was discharged in 2008, the wound appeared to have healed well; however, the pt was warned that this was often not the end of the risk for wound infection. The following month, the pt was seen by an emergency physician because of a day or two of increasing abdominal pain and swelling. The physician diagnosed a wound abcess which was drained and the pt was admitted to the hosp. The pt went back to the or on march 10 for further exploration of the wound and debridement. The pt was discharged four days later, with arrangements for home care to follow his incision. The pt was seen again on the same day, in the ER for wound leakage. The pt is not at home and still requires occasional antibiotics, namely cipro and flagyl. He has had two chemotherapy treatments out of 12 and still has a partially open wound and a "controlled" fistula. The fistula will require surgical closure after completion of chemotherapy if it does not heal spontaneously.